Event description:
It was reported when checking the device, the end of the guidewire was kinked. No patient involvement. Another device was obtained for use.

Manufacturer narrative:
(B)(4). The customer returned a swg within its advancer tubing. The returned guide wire assembly did not include the straightner tubing nor the cap. Additionally, no definite signs-of-use were observed. Visual analysis revealed a small kink on the guide wire as the coils were offset near the distal j-bend. During normal assembly this kink would have been located inside the guide wire cap, protecting it from damage. No other defect or anomalies were observed. Both the proximal and distal welds were intact. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .797mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. Functional inspection was performed per the IFU provided with this kit. The IFU states: "hold spring-wire guide in place and remove introducer needle." The guide wire was advanced through a lab inventory 18 ga introducer needle to functionally test. The swg passed through with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. The manufacturing facilities for the guide wire and guide wire assembly were contacted as part of this complaint investigation. The manufacturing facility for the guide wire and marked guide wire confirmed that wires are 100% visually inspected so it is unlikely the damage was present at that time. The damage likely occurred during the spring wire guide assembly process. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The complaint is confirmed. Visual analysis revealed a small kink on the guide wire as the coils were off-set near the distal j-bend. During normal assembly this kink would have been located inside the guide wire cap , protecting it from damage. The root cause of this complaint is deemed manufacturing related. A nonconformance request was initiated to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when checking the device, the end of the guidewire was kinked. No patient involvement. Another device was obtained for use.